Manufacturer narrative:
The referenced report of suspected device thrombosis is covered under medwatch MFR report #2916596-2017-00292. Approximate age of device ¿ 3 years and 9 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient experienced pump pocket infection on (B)(6) 2013 that was previously unreported to the manufacturer. The patient experienced a full recovery and was stable with the lvad system for over three years. On (B)(6) 2016, it was reported that a sternal wound abscess was observed, and that cultures tested positive for achromobacter denitrificans and staphylococcus aureus. The patient was diagnosed with a pump pocket infection. On (B)(6) 2016, the patient underwent an incision and drainage procedure, was prescribed antibiotics, and was discharged home on an unspecified date. On (B)(6) 2016, the patient was admitted for suspected pump thrombosis. The patient's pump was exchanged to another manufacturer's device on (B)(6) 2017. It was reported that this was due to the patient's history of a pump pocket infection.

Manufacturer narrative:
The explanted pump was returned and evaluated under medwatch MFR report #2916596-2017-0029. A correlation between the device and the reported pump pocket infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.